Manufacturer narrative:
The review of provided data did not confirm the reported issue. - in the provide expert files, there is no trace of plug of rf head on (B)(6) 2024. - in the provide expert files, the rf head s/n (B)(6) was plugged and communicated with one implantable device, gali 4lv s/n (B)(6) on (B)(6) 2024. - the bluetooth low energy communication functioned well on (B)(6) 2024. The mentioned rf heads were most probably not well plugged into the subject programmer. When the rf head is plugged, the isolated light on the rf head is on. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the rf connection could not be established. Two rf head/antenna were used and the implantable defibrillator was interrogated several times to try to establish the rf connection. The smartview version is 3.14.